Event description:
It was reported via repair work order that the fowler would drift with weight due to CPR on the right side had a sheet caught in it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.